Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with unspecified juvéderm ultra. During the injection, the tip of the syringe "explode" off half way through. The needle ended up in the patient's lip and product all down the healthcare professional's hand.there were no reported injuries.

Manufacturer narrative:
Additional information:

Event description:
Additional information: juvéderm ultra xc was injected into the patient's lip border/body. A new syringe was after the needle came off the end and remained in the patient's lip while the rest of the filler shot up the injector's hand. A new syringe was used with no issues. Patient had not realized this happened and was comfortable throughout.